Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation surgery, the plunger slipped over the iol. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used device with the lens was returned loose in the product carton. The lens stop and plunger lock were removed from the device. The plunger was oriented correctly upon return. Viscoelastic was dried in the device. The plunger was advanced to mid-nozzle. The plunger has overrode the lens. The lens was located in the loading area. The leading haptic was extended. The trailing haptic was folded onto the optic along the left side of the plunger. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. A plunger override was observed. The lens was in the loading area. The plunger was advanced to mid-nozzle. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the dfu recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).